Manufacturer narrative:
The impella 5.0 was discarded by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported a (B)(6)-year-old (B)(6) male patient had impella 5.0 pump inserted in the right axillary for cardiomyopathy. It was reported the patient developed aortic valve injury. As a result, the patient received park's stitch at the aortic valve. The physician is unsure as to when the injury took place and if it was related to impella. No further information was provided.